Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to throw away 4 sensors. Customer's last blood glucose was 142 mg/dl. Customer stated that one sensor was inserted on a vein and did not stop bleeding until it came off. Customer reported that the next sensor came off due to the sensor not having glue after being removed from the serter. Customer stated that the final sensor did not have a sensor cannula. Customer was advised that a box of sensors will be sent.